Manufacturer narrative:
The reported event of header discoloration was confirmed. However, the cloudy appearance was found to be acceptable since all the header components and the tip of the test leads were visible through the header. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, low voltage lead impedance, high voltage (hv) lead impedance, patient notification, and hv shock were tested and no anomalies were detected.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure the physician observed that the device header was cloudy. The device was not implanted, and the procedure was completed with use of a replacement device. There were no patient consequences.